Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user had been experiencing ongoing elevated blood glucose (bg) levels ranging from 300 mg/dl to over 800 mg/dl. The user administered manual injections and bolused via the pump to address bg level. Reportedly, the user went to the emergency room on (B)(6) 2016 with a bg level of over 800 mg/dl, diabetic ketoacidosis (dka), and frequent urination. The user was treated with intravenous (IV) insulin/IV fluids while in the ER and discharged themselves from the ER with a bg level in the 600's (mg/dl). The user went back to the ER on and was then hospitalized on (B)(6) 2016 with a bg level of over 700 mg/dl with ketones. Reportedly, the healthcare provider (hcp) identified the ketone level as dangerous/life threatening. The user was treated with intravenous (IV) insulin and IV fluids while hospitalized. Once bg levels lowered, IV was stopped and manual injections were used. The user was released from the hospital on approximately (B)(6) 2016. Reportedly, prior to the elevated bg levels and the hospitalization event, an unexpected reset alarm occurred. Review of pump data with tandem¿s technical support confirmed multiple reset alarms occurred since december. It was confirmed that the user had an alternate method of insulin delivery available until replacement pump is received.